Event description:
The pt reported having a communication and charging issues between the implant and external equipment after an rf ablation procedure was performed in 2008. The surgeon decided to replace the implant. The pt is reportedly doing well.